Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was alleged that an "elevate prolapse repair system, "caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering and economic losses." Also, that it caused, "infections or inflammation, tissue abrasion, and other adverse health consequences."